Manufacturer narrative:
H3: pli-10: product analysis: evaluation of the device determined tool bur was unstable confirmed. The likely cause of failure is due to due to bearing breakage. It was also noted that wear at the tip of the tube was observed, scratches and dents were observed and laser markings are faded. H3: pli-20: product analysis: evaluation of the device determined that the motor incorrectly recognized the accessory and the device does not work/operate. The likely cause of failure couldn't be able to be determined. It was also observed that the insertion depth of the tool bur port was out of specification, the cable sheath was broken, failed electrical safety test and scratches and dents were observed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em810, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device overheats and the burr wobbles. No patient impact reported. Additional information was received stating that there was no patient or staff impact.